Manufacturer narrative:
Due to the corrosion, the device was unable to be downloaded. It can not be determined if a hazard alarm occurred. An internal tear was observed on the soft cannula and fluid was observed leaving this tear. Fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula due to this tear. The internal tear allowed fluid to leak into the device, causing the corrosion.

Event description:
It was reported the patients blood glucose level rose to over 27 mmol/l (486 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. As treatment, the patient attempted to give boluses and manual injections using an insulin pen.